Event description:
This notification was opened for review for information received that a bipap avaps c series device was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of a thermal event, including a burnt connector, was observed. Additionally, the device was forwarded to the manufacturer for further investigation.